Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's insulin gauge displayed multiple inaccurate fill estimates intermittently. It was reported that the insulin gauge decreased to an inaccurate fill estimate of 100-120 units. Reportedly, the cartridge was filled with 300 units of insulin. During troubleshooting with tandem technical support it was discovered the customer was loading cartridges with cold insulin. The customer¿s blood glucose level was 116 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.